Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device will be monitored through the repair process and tested to ensure it meets all release specifications before leaving the facility.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.